Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted due to gastrointestinal bleeding from (B)(6) 2025. The patient presented with dizziness, left ventricular assist device (lvad) low flow alarms in the setting of bright red blood per rectum (brbpr) and supra-therapeutic inr of 3.2. The patient had two episodes of witnessed melena during admission and required a total of 3 units packed red blood cells transfusion. Endoscopy was performed with normal findings. Colonoscopy showed no source of active bleeding and diverticulosis with removal/clip of on polyp. The patient was restarted on anticoagulation (lvad indication) with stable blood counts and no further evidence of bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient presented with dizziness, low flows, blood in stool and a supratherapeutic international normalized ratio (inr) of 3.2. The patient had two episodes of melena during admission and required 3 units of packaged red blood cells (prbcs) transfusion. The patient underwent an endoscopy with normal findings and a colonoscopy with no active bleeding source shown. The patient was restarted on anticoagulation with stable blood counts and no further evidence of bleeding.